Manufacturer narrative:
Investigation summary - bd had not received samples or photos for evaluation. Complaints for sample quality were not under statistical control for the month of january 2025, additional testing may be required: further clinical testing could not be conducted as the tubes were expired 31dec2024. Clinical evaluation cannot be conducted on expired tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode poor plasma (floaties in plasma). Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported during use of bd vacutainer® ppt¿ plasma preparation tubes k2e (edta) 9.0 mg, 4 tubes exhibited poor plasma (floaties in the plasma). There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported during use of bd vacutainer® ppt¿ plasma preparation tubes k2e (edta) 9.0 mg, 4 tubes exhibited poor plasma (floaties in the plasma). There was no health impact or consequences reported.